Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed insulin pump error alarm. Customer's blood glucose level was 250 mg/dl. Troubleshooting was performed and customer was oriented about possible causes of the alert. Customer said that insulin pump was not exposed to high magnetic field and customer could not rewind the insulin pump. No further details given. Insulin pump will not be returned for analysis.